Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the submitted log file. The reported event of the system controller becoming warm was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 1 day of data ((B)(6) 2024 ¿ (B)(6) 2024 per the timestamp). The log file captured a backup battery fault alarm on (B)(6) 2024 from 03:10:41 to 09:34:59 due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage measuring under the acceptable threshold of 10.2 v. The alarm resolved on (B)(6) 2024 at 09:35:04 once the backup battery was exchanged. Throughout the log file, the temperature of the system controller was between 36 degrees celsius and 47 degrees celsius, which is within the design specification of the controller. No other notable alarms or events were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that no products would be returned for analysis. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. Review of the DHR also revealed that the system controller was manufactured with the implementation of a corrective and preventative action (CAPA), which implements the application of grease on the backup battery ribbon cable. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6) , revealing that the battery passed all inspection testing. The system controller and backup battery were shipped to the customer on 06feb2023. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use (rev. C) section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 ¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery (ebb) fault that occurred overnight. The alarm resolved once the ebb was exchanged. The patient additionally stated that their system controller would get hot while they were sleeping.